Manufacturer narrative:
Manufacturer's report date: january 29, 2014. Internal file no. (B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that two hours into an infusion, the set separated above the burette. From the reported information, there was no indications of serious injury to the patient or user as a result of this incident. No additional information provided.